Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.2 and 4.1 were off the bus. A field service engineer (fse) removed the back panel, verified that all indicator lights were functioning normally, and confirmed that the recently replaced retractor bands showed no signs of wear. The fse then replaced the 6 drawer pyxis bus cable due to a loose connection identified during startup and reseated all headers again to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 kept failing. User was able to recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.